Event description:
On or around (B)(6) 2016, the end-user was provided with a knee scooter by her treating physician. The law firm (that notified compass health brands of this event) represents the end-user in a claim for personal injuries sustained as a result of an incident that occurred (B)(6) 2016 (dates as-provided in the law firm's documentation on this event).